Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a hemicolectomy, the subject device was used. In the procedure, the user accidentally cut a hemostatic clip with the subject device and then the tissue pad broke off. There is no information on where the fragment fell but the fragment was retrieved and discarded. There was no patient injury reported. No further information was provided. This is the report regarding the break off of the tissue pad.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was missing. The missing tissue pad was not returned because it was discarded by the user. There was no scratch on the grasping section which indicates that clip was being caught. The coating for electric insulation of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe and the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). From the condition of the grasping section, omsc assumes that there is no relationship between the grasping of the clip and the detached tissue pad. The above device handling has been warned in the instruction manual as follows; *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.